Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user had mentioned that the station had not finished booting up and had not even reached the login page. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that to station failed to complete boot-up. A field service engineer inspected the device and replaced the all-in-one (aio) with a temporary unit from customer storage, replaced the serial advanced technology attachment (sata) cable, reimaged the station, and confirmed resolution via diagnostics and application tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user had mentioned that the station had not finished booting up and had not even reached the login page. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.